Manufacturer narrative:
Other device used: catalog # 00999207545, zmr hip system femoral body revision taper, lot# 63737600. Evaluation summary: the taper stem has fractured at the junction with the cone body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack or proximal support of the body are involved. Not all of these factors are known for the case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the devices were implanted in 1999. Revision surgery occurred in 2008, due to breakage. Exact implant date is not known.